Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device has strange odor, particles in airway from device, water reservoir drains fast, burning smell and filters are dark related to a CPAP device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer received information alleging device has strange odor, particles in airway from device, water reservior drains fast, burning smell and filters are dark related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on apr 08, 2025 and section h11 should be reported as: the manufacturer previously received information alleging device has strange odor, particles in airway from device, water reservior drains fast, burning smell and filters are dark related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the flip doors, pca (printed circuit assembly), top enclosure, rear panel, ui (user interface) panel, bottom enclosure, inside iso port (international organisation for standardisation), blower, blower box, and blower seal. The manufacturer observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, blower, and blower box. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. A heat test was performed on the device and heated tubing to verify that the temperatures were within the required perimeters. The test results showed that the device and heated tubing all showed temperatures within the threshold required during the 2 and half an hour test. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer cannot confirm the complaint of strange odor and confirm the complaint of particles in airway from device, most likely from an outside contaminant. And unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.